Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead was exhibiting high out of range pacing impedance measurements greater than 2,000 ohms. There were also reports of high shocking impedances. Prior to the out of range measurements this rv lead had historical reports of high pacing impedances of approximately 1,600 ohms. The lead was surgically abandoned and replaced. To date, there have been no adverse patient effects reported.